Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images show ap and lateral preoperative views show degenerative disc disease with stair step degenerative spondylolisthesis grade I at l4 and l5. Stenosis is reported. Total hip is also seen. Postoperative films show construct from l3 to s1 with pedicle screws and crosslinks. Interbody devices are seen at l4 and l5. Position of implants appears excellent . Subsequent films report failure of fusion at l5 with loosening of s1 screws. Subsequent films show replacement of capstone with alif peek cage and enlargement of all screw diameters with removal of the crosslink suggesting revision.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.